Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he is experiencing high blood glucose level. Customer had a high blood glucose level of 496 mg/dl at time of incident. Customer was using insulin pump within 48 hours of reported high blood glucose levels. Customer did not allege insulin pump was under delivering. The drive support cap was normal. Customer used manual injection to treat high blood glucose levels and changed his set. Insulin pump was not returned for analysis.